Event description:
It was reported that the device exhibited a red screen and error code 45169. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled, battery compartment damaged, battery door damaged, and lens scratched. Event history logs could not be downloaded due to the reported error. Visual test was performed and confirmed damaged on the battery compartment. The reported issue was able to be replicated; error 45169 immediately displayed after power up. The root cause was determined to be the pwa board. The pwa board, dso seal, battery compartment, battery door, and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.